Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 4/mar/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted a fungal infection. Additionally, it was reported that the patient¿s pd catheter (not a fresenius device) was removed. No additional information was provided during intake. Medical records received on (B)(6) 2024 revealed the patient presented to the emergency room (ER) on (B)(6) 2024 due to ongoing abdominal pain (48 hours). The patient initially felt the abdominal pain was due to constipation, however after taking stool softeners and having a bowel movement, there was no relief from the pain. Upon arrival to the ER the patient was afebrile, however his systolic blood pressure was in the 80¿s ¿ 90¿s. The patient was treated with an intravenous (IV) normal saline bolus of 500 ml, with ongoing fluid replacement to continue at 50 ml/hour until his blood pressure improved. Radiological studies (e.g., chest x-ray, CT scan) found no acute findings and the patient was treated with a single dose of intravenous (IV) ceftriaxone (dose not provided) after a peritoneal effluent fluid culture and cell count (cloudy, wbc = 1385, neutrophils = 90%) were obtained. After receiving the cell count results, the patient was started on intraperitoneal (ip) vancomycin 2000 mg ((B)(6) 2024) and gentamycin 0.6 mg/kg ((B)(6) 2024, (B)(6) 2024). Although the timeline is largely unknown, the patient¿s peritoneal effluent fluid culture returned positive for candida tropicalis, and the patient¿s pd catheter was removed. The patient was transitioned to hemodialysis (hd) and remains hospitalized as of (B)(6) 2024. The patient is scheduled to begin home hd therapy on (B)(6) 2024, as it appears he no longer wanted to undergo pd for rrt. The cause of the fungal peritonitis is unknown; however, there was no allegation that a fresenius device(s) and/or product(s) malfunctioned or failed to perform as expected.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted a fungal infection. Additionally, it was reported that the patient¿s pd catheter (not a fresenius device) was removed. No additional information was provided during intake. Medical records received on (B)(6) 2024 revealed the patient presented to the emergency room (ER) on (B)(6) 2024 due to ongoing abdominal pain (48 hours). The patient initially felt the abdominal pain was due to constipation, however after taking stool softeners and having a bowel movement, there was no relief from the pain. Upon arrival to the ER the patient was afebrile, however his systolic blood pressure was in the 80¿s ¿ 90¿s. The patient was treated with an intravenous (IV) normal saline bolus of 500 ml, with ongoing fluid replacement to continue at 50 ml/hour until his blood pressure improved. Radiological studies (e.g., chest x-ray, CT scan) found no acute findings and the patient was treated with a single dose of intravenous (IV) ceftriaxone (dose not provided) after a peritoneal effluent fluid culture and cell count (cloudy, wbc = 1385, neutrophils = 90%) were obtained. After receiving the cell count results, the patient was started on intraperitoneal (ip) vancomycin 2000 mg ((B)(6) 2024) and gentamycin 0.6 mg/kg ((B)(6) 2024, (B)(6) 2024 and (B)(6) 2024). Although the timeline is largely unknown, the patient¿s peritoneal effluent fluid culture returned positive for candida tropicalis, and the patient¿s pd catheter was removed. The patient was transitioned to hemodialysis (hd) and remains hospitalized as of (B)(6) 2024. The patient is scheduled to begin home hd therapy on (B)(6) 2024, as it appears he no longer wanted to undergo pd for rrt. The cause of the fungal peritonitis is unknown; however, there was no allegation that a fresenius device(s) and/or product(s) malfunctioned or failed to perform as expected.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis, characterized by abdominal, cloudy effluent fluid, and hypotension, which warranted hospitalization, antibiotic therapy, and the transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, neither the discharge summary nor the patient¿s pdrn indicated a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted a fungal infection. Additionally, it was reported that the patient¿s pd catheter (not a fresenius device) was removed. No additional information was provided during intake. Medical records received on (B)(6) 2024 revealed the patient presented to the emergency room (ER) on (B)(6) 2024 due to ongoing abdominal pain (48 hours). The patient initially felt the abdominal pain was due to constipation, however after taking stool softeners and having a bowel movement, there was no relief from the pain. Upon arrival to the ER the patient was afebrile, however his systolic blood pressure was in the 80¿s ¿ 90¿s. The patient was treated with an intravenous (IV) normal saline bolus of 500 ml, with ongoing fluid replacement to continue at 50 ml/hour until his blood pressure improved. Radiological studies (e.g., chest x-ray, CT scan) found no acute findings and the patient was treated with a single dose of intravenous (IV) ceftriaxone (dose not provided) after a peritoneal effluent fluid culture and cell count (cloudy, wbc = 1385, neutrophils = 90%) were obtained. After receiving the cell count results, the patient was started on intraperitoneal (ip) vancomycin 2000 mg (B)(6) 2024) and gentamycin 0.6 mg/kg (B)(6) 2024). Although the timeline is largely unknown, the patient¿s peritoneal effluent fluid culture returned positive for candida tropicalis, and the patient¿s pd catheter was removed. The patient was transitioned to hemodialysis (hd) and remains hospitalized as of (B)(6) 2024. The patient is scheduled to begin home hd therapy on (B)(6) 2024, as it appears he no longer wanted to undergo pd for rrt. The cause of the fungal peritonitis is unknown; however, there was no allegation that a fresenius device(s) and/or product(s) malfunctioned or failed to perform as expected.